Event description:
Loosening of the anatomic tibial base plate for fixed bearing insert cementless 15 months after the implantation. The incident was detected during the patient clinical monitoring by the surgeon on (B)(6) 2024. The implantation was performed on march 07th 2023, revision surgery performed on (B)(6) 2024. Involved devices: anatomic® posterior stabilized femoral component cementless size 4 right (reference and batch number : not communicated); anatomic® tibial base plate for fixed bearing insert cementless size 3 (reference and batch number : not communicated); anatomic® fixed bearing insert size 3 thickness 10 (reference and batch number : not communicated).

Manufacturer narrative:
No review of manufacturing history records could be performed as the list of devices was not communicated by the healthcare facility. The review of the internal vigilance database shows 5 incidents related to a post-operative loosening of an anatomic tibial base plate for fixed bearing insert, size 4 uncemented. The rate is (B)(4) % (based on anatomic tibial base plate uncemented component global sales between 2013 and june 2024). The analysis of the patient file recorded during the clinical monitoring doesn't reveal any element which could explain the post-operative loosening of the anatomic. Without explant, reference, batch number, x-rays, no further investigation can be performed. In conclusion and according to the elements in our possession, the origin of the post-operative loosening of the anatomic tibial base plate for fixed bearing insert cementless 15 months after the implantation cannot be explained.